Event description:
Device broke upon insertion. Two thirds of the screw was left implanted and the broken fragment retrieved. Some laxity of the repair was observed; however, no additional screws or surgical efforts were reported as having been needed.